Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor. No motor error alarm noted. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. However, the insulin pump passed basic occlusion test and displacement test, motor was tested outside the insulin pump and passed. The insulin pump had a broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer reports to have received a no delivery alarm and motor error alarm during priming. Customer's blood glucose was over 400 mg/dl. During troubleshooting for no delivery, pump passed all test. Customer was advised that infusion set may have been occluded. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.